Event description:
As reported by the edwards australian affiliate, during the transfemoral tavr procedure, during the tracking of the bav and delivery device over the 0.035" medtronica confida wire, the physicians commented that there was more resistance, the devices did not move over the wire as easily as normal. The physicians pushed when resistance was encountered between the guidewire and the delivery system. When the delivery device was removed post deployment, the balloon appeared to have been ripped out at the proximal end and folded over to hide the nose cone. All parts of the balloon and device, including the nose cone, were all still in one piece and no part became detached inside the patient. Per report, no undue force was used to withdraw the delivery system from the sheath, the patient's vessels were all within recommended range, and nothing abnormal was noticed with the guidewire after it was removed.

Manufacturer narrative:
The balloon catheter was returned to edwards lifesciences for evaluation. Preliminary functional and visual analysis was performed. A sample guidewire was inserted into delivery system, no resistance observed. Visual evaluation revealed a kink on the guidewire lumen, separated inflation balloon from crimp balloon at proximal to bond, and an unwound spring on proximal end. No other abnormalities were noted. The investigation is ongoing.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. During dimensional inspection, balloon single wall thickness measurements were taken along the length of the balloon and all measurements met specification. It was not possible to perform any functional testing due to the condition of the returned device (balloon burst). During the balloon manufacturing process, the balloons are 100% visually inspected for defect and cosmetic appearance under magnification. Balloons are also 100% dimensionally inspected. These inspections during the manufacturing process and testing performed during the verification process support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The complaint for balloon burst was confirmed. However, no manufacturing non-conformities were revealed during the engineering evaluation of the returned sample. Based on the investigation, two potential factors that may have contributed to the torn balloon is as follows: 1) non-axial alignment during retrieval can cause resistance retrieving the delivery system flex tip or balloon into the sheath. 2) residual liquid volume in the delivery system during retrieval can also result in resistance retrieving the delivery system into (and through) the sheath. While a definitive root cause was unable to be determined, available information supports that procedural factors contributed to the reported complaint. A detailed root cause analysis for returned balloon burst complaints has been summarized in a technical summary written by edwards. The technical summary provides a rationale as to why it is unlikely that a product defect contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increase risk of burst in a calcified annulus. Analyses of these types of ruptures revealed that they are typically caused by puncture from calcium on the native aortic valve. The complaint for balloon burst was confirmed, but no manufacturing non-conformances or IFU/training inadequacies were identified. The root cause of the complaint appears to be procedural factors. A review of the complaint history did not reveal that the occurrence rate exceeds the control limits for this failure mode. Therefore, no further action is required at this time.

Manufacturer narrative:
Investigation is ongoing.